Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis and the reported complaint could not be observed. Intra ocular lens (iol) was returned outside of the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol, one haptic is adhered to the optic surface with solution. The product investigation could not identify the root cause for the reported complaint iol failure occurred as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as the type of defect or issue observed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description, intra ocular lens (iol) failure had occurred when lens was being prepared. The surgery was performed and completed after replacing the product with another one. There was no patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).